Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for investigation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that plastic of the tubing had a hair in it. They stated that the tubing pouch was sealed. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).